Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no adverse impact to customer¿s blood glucose level.